Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply connection inside the workstation was evaluated and reseated. The system was tested and found to be working as intended and returned to service.